Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 8578 (serial: (B)(6)); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug, clonidine, and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had their pump replaced (B)(6) 2024. The next day the patient had having nausea, vomiting and increased pain. The patient was treated in the clinic symptomatically and discharged per her request. On (B)(6) 2024 she returned to the emergency room ER and was admitted. An intrathecal dye study revealed catheter fracture. She was taken to the operating room on (B)(6) 2024 for catheter replacement.